Event description:
Dexcom g7 15-day sensor failed at 8 days of use. This is a consistent issue with dexcom g7 15-day sensors. I received an error code saying "brief sensor issue" for an extended period of time. This medical device is unreliable and unsafe.